Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of 44 mg/dl. Bg was addressed with juice. Reportedly, customer delivered a bolus before lunch and due to gastro paresis, the insulin took effect before the food was fully digested.